Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During initial implant procedure, loss of capture and failure to sense was observed on the right ventricular channel. The physician attempted to reposition the lead in the header, however the set screw would not loosen. The device was explanted and replaced to resolve the event. The patient was in sable condition.

Manufacturer narrative:
Upon receipt, the rv set screw was unable to engage with test leads because it was completely stripped and partially filled with septum material inside. The septum material was removed from the device set screw; however, the set screw was unable to be fully fixated and secured due to how stripped it was. A laboratory set screw was inserted in place of the anomalous rv set screw; a is-1 test lead was now able to be fully fixated and secured into the rv port. All set screws were now found to function normally, and all test leads remained firmly attached when gently tugged. The field event indicates the set screw anomaly occurred during implant, which suggests that the set screw damage is procedure related.